Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received ion 23jan2018 indicating that the pump exchange did not occur as the patient had an ejection fraction (ef) of 45 percent, so it was decided to explant the pump on (B)(6) 2017. The pump will not be returned for investigation.

Manufacturer narrative:
The referenced driveline replacement was reported under medwatch MFR report# 2916596-2017-02495. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, when the technical service representative was preparing to perform a percutaneous lead (driveline) replacement, body fluids oozed out from the driveline and the replacement procedure was discontinued. The patient was to receive a pump exchange on (B)(6) 2017; however, the lvad team went to prepare for the pump exchange, they found a pump pocket infection, even though the patient had not been symptomatic. The team placed a wound vac and they will wait for the infection to clear before doing the exchange.